Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with an unknown antibiotic (intraperitoneally, daily for 21 days, dose not reported) for peritonitis. Extraneal therapy was ongoing. At the time of this report, the patient was discharged from the hospital (total stay of five days) and was recovering from the event. No additional information is available.